Manufacturer narrative:
The insulin pump was received with moisture damage found on the keypad traces however; all of the buttons are functioning properly. The insulin pump has minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and pump belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons responded intermittently. Insulin pump will be replaced.